Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a review of the device history found a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing by not alarming with a s321 (motor error - pmc , left) malfunction alarm code. During a review of the history at the service center a s321 alarm code was noted. The probable cause of the customers reported s321 alarm code was due to the motor drive train with high friction. This report represents all the information known by the reporter upon query by hospira personnel.